Event description:
After intubation, leaking air was confirmed and replaced. Checked extubated tube, and confirmed tracheal cuff was tore. Unknown if product was tested prior to use. No reported pt harm or injury.